Event description:
The incompass polyaxial open screwdrive mod ti was damaged during surgery. In early 2009, the patient underwent revision surgery. Incompass hardware was removed and reinstrumented with incompass. The revision was due to pseudoarthrosis. Additional information received from the sales representative on 01/27/2009: the sales representative reported that the driver was being used to explant the compass construct. The prongs broke during surgery, however there was no delay and the prongs did not cause any harm to the patient. The patient's initial surgery (l3-s1) was performed approximately one year to 18 months prior. The construct for this surgery was implanted at l2-s1.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending upon completed investigation of the product.